Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) greater than 400 mg/dl with symptoms of nausea associated with an alleged power issue. Reportedly the patient remained on the pump and was treated at the hospital with intravenous (IV) fluids and an insulin drip by their health care provider. During troubleshooting with customer technical support (cts) it was noted that the battery compartment was damaged and the battery compartment threads were stripped causing an intermittent power issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The available black box data showed unexplained power on reset events leading to delivery interruptions. The battery compartment was cracked on the side from the threads to the cover. The battery compartment threads were stripped. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. The test battery cap was used to successfully complete 24 hour testing. No power on reset events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of moisture or damage to the power circuit. Unrelated to the original complaint, the display had a pink contrast.